Event description:
It was reported that when the devices were used during a thoracoscopy, there was one successful firing. On the 2nd, firing of a device, the staples did not form and punctured the lung. The procedure was converted to a thoracotomy.